Manufacturer narrative:
The results of this investigation concluded that all three leaflets of the 19mm trifecta valve were fibrotically thickened and contained calcifications which led to their immobilization. Circumferential fibrous pannus ingrowth mildly narrowed the inflow diameter and leaflets 2 and 3 contained tears. No inflammation was found to be present. A review of the device history record was not possible since the serial number/batch number was unavailable. There was no evidence found to suggest the cause of the calcifications, fibrin, pannus or tears was due to an intrinsic defect in the valve, as supported by the analysis performed. The cause for the reported event remains unknown.

Event description:
In 2006, a mechanical heart valve was implanted in the aortic position which required explant in 2009 secondary to thrombosis complicated by an ischemic stroke. A 19mm trifecta valve was implanted as the replacement valve and in (B)(6) 2017, the patient was hospitalized for pulmonary edema secondary to reports of aortic valvular degeneration. An echocardiogram revealed a stenosed aortic valve resulting in nearly complete obstruction of the cusps. A mean gradient of 60mmhg and a low grade central leak were observed. An avr was recommended. On (B)(6) 2017, the trifecta valve was explanted and a 23mm magna ease tissue valve was implanted.